Manufacturer narrative:
An event regarding breached sterility of the device packaging involving a duracon tibial wedge was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection confirmed a hole in the inner and outer (B)(6) lids of the device packaging. The subject device was received in the original packaging materials. Minimal damage was observed to the carton edges, likely due to shipping. The shrink wrap was opened at the top, but still on the package with a green sticker that read "national loaner". The outer blister pack was opened but the inner blister pack was fully sealed. The (B)(6) lid of the inner blister had a hole in one corner. The outer tyvek lid had a hole respective to the hole on the inner lid. The event was confirmed. The implant was still inside the foam sleeve within the inner blister. The foam sleeve had some scratches and the one corner of the sleeve was bent. The bent corner of the sleeve aligned with the holes in the tyvek lids. It was concluded that the hole in the inner tyvek lid was as a result of the inner blister contents. No noticable damage nor scratches were observed on the surface of the implant. Medical records received and evaluation: not performed as it was reported that there was no patient involvement. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a nonconformance report was raised to address the confirmed breached sterility of the device packaging due to the design.

Event description:
Rn opened box from implant. Noticed a hole in both inner packages. Implant was never put on sterile field.

Event description:
Rn opened box from implant. Noticed a hole in both inner packages. Implant was never put on sterile field.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.